Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a stuck button alarm. Customer stated that insulin pump was not working. Customer received button error alarm and insulin pump buttons were not responding. Customer stated insulin pump began alarming on its own. Customer did not press a button down for three minutes or longer. Customer stated there were crack around the battery cap area as well. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.